Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Evaluation summary: a review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. One sample was returned for review. Visual inspection found dried bodily fluids inside the luer/hub of the catheter. Functional testing of the device confirmed leakage at the hub. A small crack was observed under magnification on the rim of the hub. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
UDI related data quality updates only corrected information provided in d.4.

Event description:
Reporter state "28 g PICC. PICC was inserted on 1/29/24. On 2/2/24 the PICC was noted to be leaking. The dressing was changed, and a leak was discovered at the point where the smallest part of the plastic hub attaches to the actual catheter. We could see the leak because intralipids were infusing, and we saw white drops coming out at this point. No patient injury but the patient required placement of another PICC."

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Evaluation summary: a review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. One sample was returned for review. Visual inspection found dried bodily fluids inside the luer/hub of the catheter. Functional testing of the device confirmed leakage at the hub. A small crack was observed under magnification on the rim of the hub. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.